Event description:
It was reported that when using the bd pyxis¿ medstation¿ es bio ID required maintenance. The user was supposed to pull out some medications s when the issue started and has not managed to get the medications, yet which caused a delay of 5 minutes. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was failed and required maintenance. A technical support specialist logged to station and went to maintenance and rebooted the device to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the issue.